Event description:
It was reported the pt lost stimulation and her ipg was unable to establish communication with her programmer. Based on the pt's stimulation settings and the calculated longevity of the ipg, the issue appeared to be related to premature battery depletion. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.